Manufacturer narrative:
Citation: sarkis kiramijyan. Intraprocedural invasive hemodynamic parameters as predictors of short- and long-term outcomes in patients undergoing transcatheter aortic valve replacement. Cardiovascular revascularization medicine. 2018 april; 19(3 pt a): 257-262. Doi: 10.1016/j.carrev.2017.09.011. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding intraprocedural invasive hemodynamic parameters as predictors of short- and long-term outcomes in patients undergoing transcatheter aortic valve replacement. All data were collected from a single center between 2007 and 2015. The study population included 312 patients (predominantly male; mean age 83 years), 86 of which were implanted with medtronic corevalve (serial numbers not provided).   Among all patients adverse events included: aortic regurgitation, stroke, complete heart block (chb), permanent pacemaker implant, bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product.   No additional adverse patient effects were reported.